Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of a photographed x-ray cannot confirm the reported cup migration as the image is not dated, it is not known if it is post-primary or pre-revision, and no other x-ray has been received to reference too. The patient was reportedly implanted in 2009 and revised in (B)(6) 2013. It is not reasonable to conclude the depuy devices contributed to the reported infection four years post-primary. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified.

Event description:
Patient presented with a cup that had deviated from its original placement.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.